Event description:
It was reported that a home patient (hp) experienced a leak in the patient line during therapy with a homechoice automated pd set with cassette. The fluid was shooting out of the line. The technical service representative (tsr) assisted the hp in cycling the power on the homechoice (hc) and ending therapy. The tsr advised the hp to start over using all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.